Event description:
Per the clinic, the patient experienced pain and shock-like sensations along the neckline, as well as in the post-auricular and posterior cervical regions. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains in place. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report, (B)(6) 2026.